Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Section b3: date of event is approximate as the data was collected between december 2008 and november 2019. Kagawa, h., goodwin, m., tonna, j., li, h., elmer, a., stehlik, j., drakos, s., & selzman, c. (2025). Long term outcomes of survival rate and post-operative complications after left ventricular assist device exchange [abstract]. University of utah, salt lake city, utah, united states manufacturer's investigation conclusion: a direct correlation between the left ventricular assist device (lvad) devices and the reported events could not be conclusively determined through this evaluation. The reported information was obtained through a literature review. The heartmate 3 device serial numbers and other specific case/patient information are not available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the article ¿long term outcomes of survival rate and post-operative complications after left ventricular assist device exchange¿ reported a single-center study of patients who underwent heartmate ii, hvad, or heartmate 3 left ventricular assist device (lvad) implantation between (B)(6) 2008 and (B)(6) 2019. The study compared long-term survival and post-operative complications between patients who required an lvad exchange and those who did not, as an increasing reliance on destination therapy has heightened awareness of long-term device complications. Data was collected and all tracked cases were followed for a total of 5 years. The survival rates, post-operative gastrointestinal bleeding, neurological complications, and device-related infection rates were examined. Of the 333 patients who met the criteria, 296 cases did not require an lvad exchange (group 1) and 37 cases required an exchange (group 2). The primary causes necessitating an lvad exchange included pump thrombosis (21 cases), driveline infection (8 cases), driveline fracture (6 cases), and unknown causes (2 cases). Throughout the 5-year follow-up, there was no statistically significant difference between the two groups regarding mortality at 30 days, 1 year, 3 years, and 5 years post-surgery. Additionally, no statistically significant differences were found for post-operative neurological complications (34.1% in group 1 vs. 43.2% in group 2) or gastrointestinal bleeding (29.1% in group 1 vs. 45.9% in group 2). However, the rate of post-operative device-related infection was significantly higher in the exchange group (45.6% in group 1 vs. 64.9% in group 2). The development of a higher infection risk despite comparable survival and adverse event rates highlighted that while lvad exchange can be performed safely without increasing mortality, heightened vigilance and management strategies for post-operative infections are necessary.